Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had a malfunction. The customer stated that the heparin was set at the dose of 1,600 units/hour. This should have equaled 16.5 cubic centimeters/hour, but instead after half hour of infusion the pump was found to be running at 0.2 cubic centimeters/hour. The nurse manually adjusted the rate to 16.5 cubic centimeters and the pump has been infusing fine since then. Patient missed half an hour of heparin treatment. The patient recovered. There is no further complaint information available. The user interface module master software version is currently unknown for this device.